Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture in the battery compartment with no damages to the pump or the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: there was visable moisture corrosion in the battery compartment. The audio bolus button cover was punctured but the audio bolus button still responded to user input. The pump failed a leak test as a result of the audio bolus button cover damage.

Manufacturer narrative:
Follow-up #2 date of submission 04/07/2017 - correction to serial #.